Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the after the charge button was pressed, the device restarted and it could not be used until started." The device was in use during the event, but no harm or injury was reported.